Event description:
An abstract titled ¿complications of vagus nerve stimulation for epilepsy in children: how can we do better?¿ was received which included patient adverse events and product problems. There were 14 cases involving infections, two cases involving infections that were managed with aggressive antibiotics treatment and did not require device explant, and four cases that involved vocal cord dysfunction, lead fracture, or battery malfunction. This manufacturer report involves infection # 13/14.